Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the obturator top was disengaged from the shaft. The trocar, cannula, duckbill and circular seals appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic diagnostic procedure, obturator broke off into abdomen. The obturator needed to be retrieved from the abdomen as it broke free from the head of the trocar. Physician then had to remove the broken stem from the abdomen through an additional port with a laparoscopic grasper. There was no patient injury.